Manufacturer narrative:
One device was returned for evaluation of complaint that device alarmed for depleted battery when pole clamp bracket was installed to pump. Review of service history found no similar complaints confirmed in the past 12 months. Visual inspection was performed on the wireless communications module accessory to attempt to duplicate the reported issue of device alarming for depleted battery. The reported issue was duplicated. The reported issue was confirmed. The probable cause of the reported issue is a defective wireless communications module.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was out of box failure during implementation at the customer site, as the device alarmed for "depleted battery" when the pole clamp bracket was installed to pump. This alarm event pauses the delivery of the pump until the error is addressed. There was no patient involvement.